Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female with a date of birth of (B)(6) underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. Once the physician had gone double transseptal, and they had started mapping, the patient's blood pressure dropped. The reporter noted that the thermocool® smart touch® sf bi-directional navigation catheter was inside of the patient's left atrium at the time, but they had not ablated with the thermocool® smart touch® sf bi-directional navigation catheter yet. The pericardial effusion was confirmed via ice. The medical intervention provided to the patient was a pericardiocentesis. The pericardiocentesis was still ongoing at the time of the call, but about 1500 cc of fluid had been removed so far. It was reported the patient to be in stable condition. Additional information was received indicating the adverse event was discovered during use of biosense webster products; during the transseptal phase. The physician¿s opinion on the cause of this adverse event is that it was the procedure related. The patient outcome of the adverse event is fully recovered. Patient required extended hospitalization because of the adverse event since the patient was monitored overnight and had follow up echo the next morning. Relevant tests/laboratory data included a covid test; no other relevant history was provided. Transseptal puncture was performed with a st jude brk needle. Prior to noting the cardiac tamponade, ablation had not been performed, as such, there was no evidence of steam pop. The irrigated catheter used in the event had the flow setting at 2/8.15 ml/min. Correct catheter settings were selected on the smartablate generator. The smartablate pump was not switching from ¿low¿ to ¿high¿ flow during ablation (no ablation was done). No error messages were observed on biosense webster equipment during the procedure. No force visualization features were used since event occurred during transseptal phase.

Manufacturer narrative:
It was reported that a female with a date of birth of (B)(6) 1948 (270 lbs.) Underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. Once the physician had gone double transseptal, and they had started mapping, the patient's blood pressure dropped. The reporter noted that the thermocool® smart touch® sf bi-directional navigation catheter was inside of the patient's left atrium at the time, but they had not ablated with the thermocool® smart touch® sf bi-directional navigation catheter yet. The pericardial effusion was confirmed via ice. The medical intervention provided to the patient was a pericardiocentesis. The pericardiocentesis was still ongoing at the time of the call, but about 1500 cc of fluid had been removed so far. It was reported the patient to be in stable condition. The physician¿s opinion on the cause of this adverse event is that it was the procedure related. The patient outcome of the adverse event is fully recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was occluded with reddish-brown material apparently dried blood. This finding of the occluded irrigation has been reviewed and determined to be not MDR reportable since the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious deterioration in state of health or death is remote. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related occluded irrigation tube. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).